Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 37761, lot# serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the connector pin was stuck in the recharger. The connector was broken. There was no out of box failure reported. No symptoms reported. The issue occurred today, (B)(6) 2016. A day later the patient reported that he was in too much pain. The stimulator went dead the day before yesterday ((B)(6) 2016). The following day, (B)(6) 2016, the patient reported a "charge the implantable neurostimulator (ins)" screen on the implantable neurostimulator recharger (insr). The patient was going to charge the ins and call back if he couldn't turn stimulation on. The patient called back reporting that he still had pain, had been charging his implant, and still could not get stimulation to turn on. The ins level was checked, which was below 25%. The patient was advised to charge up to 25% before attempting to turn on the stimulation.

Event description:
Additional information was received. The patient's family/friend reported the patient was in pain and in the hospital. No complication or further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.